Event description:
The customer's mother reported that within an hour of applying a new pod on her son, his bg levels rose to greater than 500mg/dl. Over the next hour, correction boluses were administered but his bg's stayed at this level. The pod was removed after the second hour of operation; upon inspecting the removed pod, the mother noticed that the cannula was kinked. Despite the kink, no alarm was reported. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.